Manufacturer narrative:
This male patient was admitted with syncope, rib fractures, arrhythmia and head laceration. His medical history consisted of atrial fibrillation, hypertension, hyperlipoproteinaemia and abdominal aortic aneurysm and aortic and mitral valve insufficiency, which all increased his chance for a mace. He was worked up for the event, which included an echo of his heart and cardiac cath. The echo revealed an enlarged left atrium, concentric left-ventricular hypertrophy and diastolic relaxation disturbance. There was also aortic valve sclerosis with insufficiency grade I. Mitral valve sclerosis with insufficiency grade I. A week later while still hospitalized, a lesion in right coronary artery (rca) that was treated with a 3.5 x 13mm cypher select stent with good primary results. He was discharged on ass and iscover for a minimum of 6-9 months. Approximately two weeks later, he returned with an acute posterior infraction due to a sub acute thrombosis (sat) of the stent. They attempted to treat the sat, but that was unsuccessful. The patient also complained of dyspnea and developed cardiogenic shock with hypotension and catecholamine was started. It was decided that a coronary bypass with a vein graft to the rca and to also implant a right-coronary "assist" device. During longitudinal sternotomy, he developed cardiac arrest. His pericardium was opened and manual decompression of the heart and started. Several interventions were performed including his bypass op. Pulmonary artery and other bleedings were treated. He developed right heart failure, coagulation activation occurred because of acute pneumonia and he subsequently died. The product remains implanted in the patient, thus not available for evaluation. Additionally, as the sterile lot number was not available, a device history record review could not be performed. Conclusion: there are multiple patient factors impacting these events. This file has been re-access as per the similar device reportability criteria implemented by cordis corportaion on 12/15/06. The MDR determination has changed from not reportable to a reportable event, as the device is considered to be similar to the united states product cypher sirolimus-eluting stent. Device is distributed outside the united states. However, it is similar to the united states product. Any additional information will be submitted within 30 days of receipt.

Event description:
The following report was received from the affiliate: approixmately two weeks post cypher stent implantation, the patient experienced an acute posterior infraction due to a sub acute thrombosis (sat) of the stent. It was decided that a coronary bypass with a vein graft to the rca and to also implant a right-coronary "assist" device was performed. During longitudinal sternotomy, the patient developed cardiac arrest, the pericardium was opened and manual decompression of the heart was started. Pulmonary artery bleedings and right heart failure developed because of acute pneumonia and the patient subsequently expired.